Manufacturer narrative:
Additional FDA coding being added after investigation of device. Adding additional type of investigation code 10. This is a follow up report to add this additional code. This is to correct and remove the codes that were initially reported, removing codes for: medical device problem code, 1260. Investigation findings code, 3252. The physical investigation of the returned items revealed that no fracture had occurred. The correct codes for this complaint are: medical device problem code, 2408. Investigation findings code, 213. This is a follow up report to correct these/this code(s).

Event description:
It was reported that a customer experienced loosening and fracturing of the dental implant abutment and subsequent implant loss.

Manufacturer narrative:
Dentsply sirona became aware of a malfunction that occurred while using the ankylos implant system. This report is for the dental abutment device. The dental implant device report will be submitted separately. Products return is requested and they will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.